Event description:
Complainant alleged that the medics were responding to call for pt who had been seen clutching the chest just prior to crashing automobile into a tree. Upon the medics arrival, it was determined that the pt was presenting a ventricular fibrillation heart rhythm and that pt was suffering from a myocardial infarction. The medics delivered a first shock at 200 joules using stat pads multi-function electrodes (lot number unk) with the device; they then delivered a second shock at 300 joules, and then a third at 360 joules. Upon the delivery of the third shock, an arc was observed emanating from the electrodes. CPR was then performed on the pt, and the pt was administered medication. The medics then delivered a fourth shock at 360 joules, but upon the delivery of this shock the medics again observed an arc emanating from the electrodes. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.